Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2021 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7089565/7090264,

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and patient had pain at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed and will not be return as not was not released by the facility.